Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the detachable anvil did not lock as it used to lock. The surgeon heard the "click voice." When she started to close the instrument, the anvil detached. The procedure was successfully completed and there was no patient consequence.